Event description:
A customer reported to baxter corporate product surveillance that the facility was using the interlink blood tubing with an unknown sigma spectrum pump. An unknown dopamine was being administered. She said that the drip chamber filled with air and they were worried it was going to burst. The pump gave an alarm stating air in line and showed pressure in the drip chamber. She said it caused no harm to the patient nor was medical intervention performed. The alleged deficiency was against the baxter set. The flow rate of the administration was not identified. An unknown dopamine was being administered; this was the only product that was administered. The second spike was not used. The customer mentioned that they normally use unknown clearlink sets in this type of administration; however, the facility has currently ran out of those clearlink sets. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4).